Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the right ventricular lead exhibited capture anomaly. The lead was not used and replaced successfully. The patient was asymptomatic.